Event description:
It was reported the pacer was dropped and there is physical damage. The device was returned for repair. It was analyzed and corrosion was noted on an internal component. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the high rate cover, caution label, two case screws and ring bail were missing, the battery drawer was broken, one battery latch was broken and one battery latch was contaminated, the serial number label was damaged, one battery contact was not seated properly due to the lower case being broken, and the flextape was corroded. (B)(4).